Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Bleeding is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, patient got admitted to hospital due to heavy bleeding from peg- j site overnight. After an unspecified period of time, the heavy bleeding stopped and fresh blood around the site was noted. It was advised not to mobilize the peg tube until further review by md. On (B)(6) 2018, patient got discharged from hospital.